Event description:
During eval, an overfill was identified at the end of drain cycle 4 of 4 during the therapy started 2008. The home patient (hp) drained 3110 ml in drain 4 of 4, with a programmed fill volume of 2200 ml. The hp did not report any symptoms related to being overfilled. The hp reported that he is a positional drainer and when he receives low drain volume alarms, he sits up. When sitting up, he is able to drain additional fluid. During follow up with the hp's peritoneal dialysis nurse, it was noted the home patient's minimum drain volume percentage is set at 85%. The nurse was informed that if this hp's minimum drain volume percentage is too low, and because he is a slow/positional drainer, the homechoice machine may move on to fill if a slow/no flow condition is detected above the minimum drain volume percentage. The nurse will review settings with the hp the next time he visits the clinic. There was no pt injury or medical intervention associated with this report.

Manufacturer narrative:
The homechoice machine was received and evaluated. An external inspection was performed and the device was found to be in good condition. Three simulated pt therapies were performed using the pt's therapy settings. During these therapies, no problems were encountered. The cover was opened and an overall general internal inspection was performed. No problems were revealed and all connections appeared correct and secure. A review of the event log revealed an incident of overfill. The probable cause for this overfill was determined to be the total ultrafiltration (uf) set too low. The machine was forwarded to service.